Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used in combination with a ventilator. There was no confirmed patient involvement at the time of the issue. The root cause was determined to be a defective air compressor unit most likely due to insufficient maintenance. In consequence the defective part was replaced. There was no reported patient or user harm.

Event description:
After starting the compressor, the engine stops spontaneously and after a while starts again. The voltage at the motor terminals is normal.